Manufacturer narrative:
(B)(4). Medwatch ((B)(4)).

Event description:
According to the medwatch ((B)(4)) "patient was being repositioned in bed. Patient was turned on his side and the sheet was being pulled underneath him. As the sheet was being pulled through, the hub of the proximal lumen of the cvc ripped off the central line. The line was immediately clamped , and the patient was assessed. Patient did not have any immediate complications following the incident. Physician and vast rn was notified. They placed peripheral IV and then the cvc was removed.

Manufacturer narrative:
Qn# (B)(4). Medwatch ((B)(4)). The customer returned one cvc catheter for evaluation. The catheter contained signs of use in the form of biological material. Visual examination confirmed the proximal luer hub was detached from the extension line. Microscopic examination revealed the points of separation were rough and jagged, indicating excessive force caused the breakage. The proximal extension line measured to be 140 mm which is consistent with the nominal specification of 137 mm per product drawing. The outer diameter of the proximal extension line and the inner diameter of the extension line body were found to be within specification. This indicates that the wall thickness is as expected. A manual tug test confirmed the three remaining extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separated luer hub was confirmed by complaint investigation. The proximal luer hub on the returned catheter was torn and separated. The extension line passed all relevant dimensional inspection and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the report that this event occurred during repositioning of the patient, it was determined that unintentional user error, likely contributed to by patient movement, caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
According to the medwatch ((B)(4)) "patient was being repositioned in bed. Patient was turned on his side and the sheet was being pulled underneath him. As the sheet was being pulled through, the hub of the proximal lumen of the cvc ripped off the central line. The line was immediately clamped , and the patient was assessed. Patient did not have any immediate complications following the incident. Physician and vast rn was notified. They placed peripheral IV and then the cvc was removed.